Manufacturer narrative:
The sternum blade subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken. Investigation results indicate that the break observed in the returned blade could not be replicated with or without using a sternum guard. A definitive root cause for the blade breakage cannot be determined in this case.

Event description:
It was reported that after the surgeon performed a cut to the patient's breastbone, it was noted that the blade broke at the mount. It was also reported that the broken fragment was found on the patient's chest and was immediately removed. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after the surgeon performed a cut to the patient's breastbone, it was noted that the blade broke at the mount. It was also reported that the broken fragment was found on the patient's chest and was immediately removed. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.